Manufacturer narrative:
Evaluation summary: there is no indication of a device failure or malfunction. The root cause for the reported experience could not be determined. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: allergic reaction. Time of symptoms/ae: one day post procedure. It was reported that one day post an xceed implantation in an unspecified vasculature, the patient developed a rash. Approximately two weeks post procedure, the patient was diagnosed with systemic dermatitis, possibly an allergic reaction to metals in the stent. Treatment and current patient condition is unknown. Though requested, no additional information has been provided.